Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 25mm in length, concentric, de novo target lesion was located in the mildly tortuous, mildly calcified, and 3.5mm in diameter left anterior descending artery. After a non-bsc guidewire crossed the lesion, predilation was performed using a non-bsc balloon catheter. Following predilation, a 3.50x24 synergy drug-eluting stent was deployed at 14 atmospheres. Post-dilation was performed using a non-bsc balloon catheter. Upon review of the cine, it was observed that there is longitudinal shortening of the stent. A 3.5x12mm synergy drug-eluting stent was then deployed to cover the remaining lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.